Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the high resolution stereoscopic viewer (hrsv). The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the part involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed that there was no image in the left eye when evaluating the hrsv. .

Event description:
It was reported that during a da vinci-assisted hysterectomy procedure, the left eye was out on the surgeon console. The customer moved to a different console and contacted technical support after the completion of the procedure. Prior to calling for support the staff power cycled the system and completed a second hard power cycle of the surgeon console with no change. Technical support confirmed error 121 in the logs showing the left monitor failed to reach the desired brightness. The procedure was completed with no patient harm.